Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Patient height: 63 inches. (B)(4).

Event description:
The end user reports redness under the device which has been ongoing for months. She states she the redness extends outward approximately 7mm. She also complains of a burning sensation from the affected area. She sought treatment from her physician who prescribed an antifungal product (nystop) to be applied to the affected area. No further patient complications were reported.